Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2010, the patient experienced an iterative dislocation of the prosthesis appeared in flexion. It is believed a journ art ins bcs std 5-6 rt 9 has broken. This adverse event will be solved through revision surgery to replace the insert, approximately in the beginning of (B)(6) 2021. The patient is wearing a rigid splint at all times meanwhile as this problem prevents the knee from bucking.

Manufacturer narrative:
Additional information: a2. H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information has been provided to perform a thorough medical investigation. Based on the information provided, a revision surgery was planned (the revision report has not been provided) to replace the polyethylene insert of a journey knee prosthesis of first generation, posterior-stabilized (commercial reference unknown). Per the complaint details, the surgeon thinks the upper part of the insert has broken and he planned to replace the broken insert with the following insert (ref 71934524) which is not ce marked. According to the surgeon, the patient¿s need for this operation was urgent to prevent his knee from buckling, the patient was obliged to wear a rigid splint. Should any additional relevant clinical information be provided, this complaint will be re-assessed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.